Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was having discomfort at the ipg site. Surgical intervention was undertaken on (B)(6) wherein the ipg was explanted an d replaced to address the issue. Therapy was restored post procedure.